Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. The customer returned one patient sample and vials of blank media for testing. The media tested with negative standard produced some false positive results. Testing with the patient sample produced negative results with near-assay-cut-off values. Possible vtm interference. Root cause: could not duplicate with retains; possible vtm interference. Source: phone.

Event description:
Reported 1 false positive sars result for one asymptomatic (off-label use at the time) patient. The customer communicated the result was confirmed negative by molecular (pcr testing). Samples were collected into two types of vtm.